Manufacturer narrative:
Additional information was received on february 7, 2018. The patient involved was female. The patient did not require extended hospitalization due to the event. Since the event the patient has fully recovered. The physician did not provide a causality opinion on the cause of the adverse event. However, it was noted that the patient had small pulmonary veins, which may have contributed to the event. A transseptal puncture was performed. The patient received heparin as an anticoagulant after transseptal puncture and the activated clotting time was maintained at 300-350 seconds. A st. Jude medical sl1 8fr sheath was used during the procedure. No radiofrequency was delivered during the procedure. It is unknown when the injury occurred. The flow rate was 2ml/min. There were no error messages observed on biosense webster equipment during the procedure. The smarttouch catheter was not in close proximity to another catheter. The catheter was not zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unity. The ablation catheter had not been used in procedure; it was introduced but not used. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a small pericardial effusion was noted via intracardiac echocardiography (ice). After transseptal puncture, heparin administration, and extensive mapping, to include difficult access to the left superior pulmonary vein (lspv), the pericardial effusion volume was noted to have increased. Pericardiocentesis was performed and yielded 140 ml of fluid. Remainder of procedure was aborted. Patient remained stable throughout. No ablation was performed. It was noted that the physician does not believe that a bwi product was responsible for the injury. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.